Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna frayed. Cable insulation was peeling away at donut end and wires were exposed. Recharger antenna failure was found. Specifically, no device found message was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient had a replacement controller and it would not work. Starting two or three weeks ago their equipment worked intermittently but now it was not working at all; the patient's controller would not charge with the ac and the ins would not recharge. The patient was in a lot of pain since it would not work. During the call, the patient verified no damage to the controller battery, controller battery compartment, controller charging port, or to the recharger. The patient removed the controller battery and plugged the controller into the ac power supply, and the patient verified that the controller turned on. The patient put the battery back into the controller and verified the controller was charging. The patient verified that the controller had a green flashing light when plugged into the wall prior to calling. The patient then attempted to recharge the ins and they got no device found. The patient attempted to go through passive recharge mode and they got all 0s. The patient's recharger antenna was burning them. The patient said the burning was just real hot and it was not physically burning them. The issue was not resolved. A replacement recharger was sent out.